Manufacturer narrative:
(B)(4). G2: foreign - event occurred in belgium. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during maintenance that the device exhibited an oxidated motor, a cable contact issue, and damaged width plates. The issues were identified during maintenance/inspection and not during a patient procedure. There was no patient involvement. Attempts have been made and no further information has been provided. Due diligence is complete. No additional information is available.